Event description:
It was reported that bd¿ luer slip syringe sterile, single use, 5 ml had liquid in the syringe. The following information was provided by the initial reporter: "they found a hand full of the 10 ml syringes that had an oil substance in them and wondered if this was something that came from the manufacture and was still safe to use or if they should remove any that were found to have the oil inside the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer slip syringe sterile, single use, 5 ml had liquid in the syringe. The following information was provided by the initial reporter: "they found a hand full of the 10 ml syringes that had an oil substance in them and wondered if this was something that came from the manufacture and was still safe to use or if they should remove any that were found to have the oil inside the syringe."

Manufacturer narrative:
H.6. Investigation: one photo of a 5ml plunger rod and stopper (p/n 309647) was visually evaluated. The photo was of a plunger with a stopper standing on a table. The "oil" substance noted in the verbatim is most likely silicone lubricant used in the assembly process of which the normal expected amount was present. No visual defects were observed in the picture. The condition observed was acceptable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd¿ luer slip syringe sterile, single use, 5 ml had liquid in the syringe. The following information was provided by the initial reporter: "they found a hand full of the 10 ml syringes that had an oil substance in them and wondered if this was something that came from the manufacture and was still safe to use or if they should remove any that were found to have the oil inside the syringe."